Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient¿s blood pressure suddenly dropped to 60/20, confirmed by both non-invasive blood pressure and arterial line readings. It was found that the stopcock delivering norepinephrine, vasopressin, and dobutamine had disconnected from the one-link IV connector at the central line. After reattachment and increasing norepinephrine, the patient improved quickly. Instability had been observed with the stopcock¿one-link connection. The connector has short threads and significant back pressure, making it prone to loosening. There was patient involvement with no harm.